Manufacturer narrative:
The device will not be returned. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed. As per the device IFU, pressure catheters have also been associated with pneumothorax, air embolism, catheter embolism, hemomediastinum/hydromediastinum, arrhythmia, bleeding/hematoma, catheter occlusion, hemothorax, chylothorax, nerve injury and hydrothorax.

Event description:
It was reported that a patient presented a pneumothorax after a sepsis catheter was inserted. A central line was placed in the left subclavian vein. Triple lumen central line was placed. Post-procedure x-ray showed pneumothorax present. It was further indicated that this was a difficult patient in that she was very slender, with copd, very bony shoulders making it difficult to get the correct angle.